Event description:
A piece of scimed wire fractured in the pt's right atrium during a heart catheterization procedure. A small piece was identified under fluoroscopy. The pt went to the o.r. For triple bypass surgery. The retained piece was removed during surgery.